Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that IV pump kept alarming " downstream occlusion" during medication infusion. Checked tubing for kinks and clamps. None found. Flushed patient's piv without difficulty. Took IV tubing out of IV pump then placed it back. IV pump still beeping " downstream occlusion when infusion restarted. Replaced IV filter. IV infusing without problems.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of downstream occlusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.